Event description:
Covidien received info stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The customer reported to have replaced the bdu printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).